Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) conducted an evaluation of three devices sealed. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. The instruments were received sealed with the full complement of twenty clips each. No visual abnormalities were observed with the instruments. The instruments were applied to appropriate test media for functional evaluations. The instruments were found to cycle without binding. Clips advanced into the jaws, formed properly, and were held securely in place after full formations were achieved and the firing handles were released. In addition, when the cartridges were empty, the interlocks engaged to prevent the jaws from approximating. Visual and functional testing of the returned products confirmed the products met quality release specifications and the reported condition was not confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Based on the product analysis, the failure was not confirmed to be attributed to the reported event. Note that the information for use brochure which accompanies each product shipment cautions the user as follows: firing a clip over another clip or other obstructions may result in bleeding and/or leakage and may damage the instrument jaws. Also, avoid excessive twisting of the jaws or tissue manipulation when firing the instrument. Deflecting the jaws and/or shaft during firing may result in an improperly formed clip and possible bleeding and/or leakage. The file will be closed as fired satisfactorily as the devices were found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during an appendectomy, the clip detached from the appendix. The patient was reoperated on. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Event description:
Additional information provided by the account: the procedure was a lap appendectomy. The original procedure date was (B)(6) 2016. The reoperation was (B)(6) 2016. The patient is healthy. The clip moved away from this intended position. A new instrument was used to correct the issue.